Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted the loading unit was pre-fired and engaged in interlock. Functional evaluation noted the reload was successfully loaded into the returned handle. The jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and the loading unit was applied to test media. All staples were placed and test media was cleanly transected. The jaws opened after the instrument return knobs were retracted. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. A valid lot/serial number was not provided, therefore a review of the appropriate device history record could not be performed. The reported condition was not confirmed. The most likely cause could not be identified because no related problem was detected with the device. Additionally, the investigation detected an unreported condition of reload pre-fired that has no relationship to the reported condition. The analysis noted evidence that the device was not used as intended. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. . The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. The yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit engages in the instrument to facilitate clamping and unclamping. The instructions for use, which accompanies each product shipment, cautions the user: do not attempt to remove the shipping wedge until the single use loading unit is loaded into the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when the device was assembled prior to use on the patient, there was problem closing the jaws of the instrument when the reload was attached. Kit was changed to another one to resolve the issue. There was no patient injury.